Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and inserted the was. While positioning the was the physician noted that there was a thrombus present. The physician attempted to aspirate the thrombus but was unsuccessful. The thrombus did not appear to be aspirated nor was it seen on the was anymore. The procedure was continued and the wds was inserted into the was. The closure device was deployed in the laa and at that time the patient became bradycardic. The closure device was released and successfully implanted in the laa of the patient. There was no pericardial effusion present, and the patient received a temporary pacemaker along with atropine. The patient's blood pressure dropped and was medically managed. Femoral arterial access was gained, and the coronary arteries were visualized via angiography. The imaging showed that the coronaries were open with no issues. There were no other complications that were reported to have occurred. The patient is continuing to recover from this event.